Event description:
It was reported that an incompatible scope error 315 occurred on the colonovideoscope during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed; however, occurrence is likely. Based on the results of the investigation, it is likely that the following led to the malfunction: water or moisture may have intruded into the endoscope, causing damage to the internal circuit board in the endoscope connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.